Event description:
The customer reported that the device repeatedly failed the user initiated shift/extended self test with an error code of 90008 (defib failure). There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device repeatedly failed the user initiated shift/extended self test with an error code of 90008 (defib failure). There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.